Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, the patient began experiencing symptoms of nausea and vomiting one day after sensor insertion in the arm. The patient uses the insulet omnipod 5 system, reportedly not in modified closed loop mode. At the time of the event, the patient¿s blood glucose level was 400 mg/dl, while the dexcom mobile device was displaying a ¿low¿ reading. The patient¿s spouse contacted a physician at the hotel, and the patient was administered a medication for nausea. However, the spouse was unable to recall the name of the medication, or the specific treatment provided for hyperglycemia. The patient was observed in the emergency department and was discharged home. No further complications were reported. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.